Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04594 for a description of the other device. It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, and received additional medical treatment and procedures. According to the physician's office, the patient was last seen in 2010 (date not provided) and no patient complications were reported. All other information is unknown and unavailable.